Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. The cause of the reported issue was determined to be the system pcb assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined a crystal designator y1 on the single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use associated with the reported event.